Event description:
During pulse generator replacement surgery (due to normal end of service), surgeon was not able to insert the "old" bipolar lead into the new generator. Surgeon replaced the lead as well as the generator. Upon receipt of returned product and product analysis, there were no anomalies with insertion and lead connectors dimensional measurements showed that the lead connectors were within specification; however, break was noted in the negative lead coil.